Manufacturer narrative:
One 72202597 twinfix ultra ha 4.5mm suture anchor device returned. The recommended perp instruments for normal bone condition are a spade drill tip and a threaded dilator. The insertion device was returned. No suture were returned. A partial anchor was returned. The distal portion was fractured and was not present. Visual inspection confirmed damage of the inserter device. The inserter forks are damaged. Both are attached to the instrument, but quite bent. These are symptoms of excess torque applied and loss of axial alignment. No root cause related to the manufacturing of this device was confirmed.

Event description:
It was reported that during the acl reconstruction surgery, after using awl while implanting, it broke,and the broken part was removed from the patient. The procedure was successfully completed using a back-up device with 20 minutes delay.